Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a scratched reservoir tube.